Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: did any part break off of the damaged sleeve? If so, was the broken off part of the sleeve retrieved? Is the broken off part of the sleeve being sent back for analysis with rest of device? Or was the broken off part of the sleeve discarded?

Event description:
It was reported that during a lap cholecystectomy, the tip of the outer sleeve was damaged. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any part break off of the damaged sleeve? --- the tip of the stability sleeve was damaged and seemed to be melted. If so, was the broken off part of the sleeve retrieved? --- na. Is the broken off part of the sleeve being sent back for analysis with rest of device? --- na. Or was the broken off part of the sleeve discarded? --- no.

Manufacturer narrative:
(B)(4). Batch #: m91t78, m91z4z, m92c0l, m92j0g. The analysis results found that the 2b5lt instrument was received with the sleeve broken and melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. No incident related to the reported event was observed during the batch record review.